Event description:
Meter name: one touch basic original, strip name: unk, meter code: unk, strip code: unk, strip storage: unk, symptoms: none. A pt reported they called ambulance and also seen at hospital. Their meter allegedly was inaccurately erratic. The result on their meter varied back to back, no actual bg readings given. The customer provided a bg reading of 215, it is unk as to whether it was from the customer's meter, the ambulance or the hospital's meter. Unk if a comparison was performed. No treatment. Customer also states, "called ambulance had high reading - in hospital has normal reading". No further info has been reported.